Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation a service required alarm condition indicating an internal battery failure was noted. There was no documentation of any components replaced to address the issue. A final report is being submitted. If any additional information is received, a supplemental report will be filed.